Event description:
The patient reportedly had an irregularity around the inferior edge of his internal device. The irregularity was the corner of the gortex. The patient's doctor performed a minor procedure under local anesthesia to resolve the issue.